Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to retract two pc400 coils from the microcatheter into their introducer sheaths to be removed. The pc400 coils were removed without resheathing them and the procedure continued using new devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00198.

Manufacturer narrative:
Result: the pc400 coil (-1) pet-lock was intact on the proximal end of the pusher assembly, the introducer sheath was ovalized approximately 86.5 and 90.5 cm from the distal tip, and the coil was kinked approximately 3.0 cm from the distal tip, but still intact with the pusher assembly. The pc400 coil (-2) pet-lock was intact on the proximal end of the pusher assembly, and the pusher assembly was kinked approximately 8.5, 33.0, 83.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that, during the procedure, the physician was unable to individually retract both pc400 coils from the microcatheter into their introducer sheaths. The pc400 coils were removed without resheathing and the procedure was continued using new devices. Evaluation of the returned devices revealed that the pc400 coil (-1) introducer sheath was ovalized in two locations. This type of damage typically occurs if the product is improperly handled during use. If pressure was applied on the introducer sheath while manipulating the coil in or out of the microcatheter, it is likely that damage like this will occur. The coil was also damaged at the distal tip of the introducer sheath. This damage likely occurred from handling once the coil could not be retracted into the introducer sheath. The pc400 coil (-2) pusher assembly had multiple kinks along the hypo-tube shaft. This type of damage typically occurs when the device is improperly handled during use. If force was applied on the hypo-tube shaft during the maneuvering of the pc400 coil in or out of the microcatheter, it is likely that damage will occur. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Result: the pc400 coil pet-lock was intact on the proximal end of the pusher assembly, the introducer sheath was ovalized approximately 86.5 and 90.5 cm from the distal tip, and the coil was kinked approximately 3.0 cm from the distal tip, but still intact with the pusher assembly. Conclusion: evaluation of the returned devices revealed that the first pc400 coil introducer sheath was ovalized in two locations. This type of damage typically occurs if the product is improperly handled during use. If pressure was applied on the introducer sheath while manipulating the coil in or out of the microcatheter, it is likely that damage like this will occur. The coil was also damaged at the distal tip of the introducer sheath. If the pc400 coil is advanced with force against resistance, it is likely that the embolization coil will become offset or otherwise damaged. The observed damage to the embolization coil likely contributed to resistance during withdrawal of the pc400 coil back into the introducer sheath. The second pc400 coil pusher assembly had multiple kinks along the hypo-tube shaft. This type of damage typically occurs when the device is improperly handled during use. If force was applied on the hypo-tube shaft during the maneuvering of the pc400 coil in or out of the microcatheter, it is likely that damage will occur. The coil was cycled in and out of the introducer sheath by the penumbra investigator multiple times. The initial complaint regarding this pc400 coil could not be recreated; the device functioned as intended. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.